Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during fill. The home patient (hp) thought the alarm meant to add another bag to the heater and so he did. The hp said he had several alarms during the night. The baxter technical service representative (tsr) explained to the hp why he should not have added the bag. The hc went to drain and the tsr had the hp clamp off the heater line and the hp drained. The hp would drain and end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he ended therapy that day after he drained. He did not notice anything unusual with any of the previous supplies. There was nothing wrong with any of the supplies, it was down to him adding on another bag he said. He would discuss proper procedures for aseptic technique with his nurse. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.